Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) may have contributed to this patient's death based on an inquiry we received from the coroner about the patient's death. No allegation was made against the device, however, the cause of death was unknown and the potential relationship between the device, and the patient's death remains unknown.

Manufacturer narrative:
No additional information is available at this time. When additional information becomes available, the event will be updated and an updated report will be submitted.